Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an iliac stent graft procedure, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an iliac stent graft procedure, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5, respectively. Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: on the basis of the returned stent graft delivery system the alleged deployment failure could be confirmed. The stent graft was found completely loaded in the system and the outer sheath was found elongated as high deployment force was present during the deployment attempt which subsequently led to the outer sheath fracture. No indication was found for a manufacturing related issue. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review:in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' (Expiration date: 05/2020). (Removed n/a), (eval code & desc - results 1, and eval code & desc - conclusion1).